Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that prior to a procedure on (B)(6)2025, the light on the device was so dim that they cannot visualize anything. No patient impact was reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation conducted by the manufacturing site: during the manufacturer's technical inspection, the error description provided by the customer light on blade dim " was confirmed, and further defects were detected. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. This event is filed under internal complaint ID (B)(6).